Manufacturer narrative:
Exact date unknown, event occurred in the last three months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing exacerbation of pain. The patient underwent an ipg replacement procedure. The explanted device was not returned as it was discarded by the medical facility.